Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The foreign material was not adhered to the scope. It was unknown if the endoscope was used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Due to a pinhole on a-rubber, water tightness is lost. Objective lens is dirty. Scratches were found throughout the device. Control unit is damaged and discolored. Color ring has a crack. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to dirt on objective lens, there is a lack of image on the monitor. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the gastrointestinal videoscope exhibited reduced angulation. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Event description:
It was further reported, the issue ¿reduced angulation¿ was found during preparation for use for an unknown procedure. There was no delay in the procedure. The procedure was completed.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and caused the clog. However, the cause of the material entering and remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.